Manufacturer narrative:
(B)(6) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that hypertension occurred. The target lesion was located in the left subclavia and innominate vein. During a thrombectomy procedure, an angiojet solent proxi was utilized; however it was noted that the patient developed a very high refractory hypertension. The hypertension persisted. The patient was treated with antihypertensive medications. No further patient complications were reported.